Event description:
It was reported that the left ventricular (lv) lead had developed noise. The competitor right ventricular (rv) and lv lead were switched in the header due to lead noise on the competitor rv lead. The lv lead had also developed noise, which resulted in an inappropriate shock. The physician elected to return the lv lead to the lv port due to access concerns on the lv side. The lv remained implanted and in service. The physician capped the pace sense portion of the competitor rv lead and implanted a new rv lead. Patient was stable before, during and after procedure.